Event description:
Litigation papers allege after surgery, patient suffered symptoms and damage to her body including but not limited to severe pain and discomfort and soreness in her thigh, groin, and hip-joint; clicking and grinding sensation in the hip area when moving; metallosis damaging the bone and tissue surrounding the implant, a lack of mobility, inability to sit for long periods, inability to ride in a car, inability to walk long distances, and chromium and cobalt metal toxicity.

Manufacturer narrative:
Depuy considers the investigation closed at this time.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege after surgery, patient suffered symptoms and damage to her body including but not limited to severe pain and discomfort and soreness in her thigh, groin, and hip-joint; clicking and grinding sensation in the hip area when moving; metallosis damaging the bone and tissue surrounding the implant, a lack of mobility, inability to sit for long periods, inability to ride in a car, inability to walk long distances, and chromium and cobalt metal toxicity. Update: 4/18/2012 - plaintiff's preliminary disclosure form was received, which identified (part/lot) information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update: (B)(6) 2012 - the sales rep has reported the revision surgery. Patient was revised due to pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.